Manufacturer narrative:
B3. Date of event: exact event date is unknown. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the connector was separated from the fiber body. Visual inspection of the fiber tip indicated it was in good condition. The connector face did not have any abnormality. The console displayed a message that read: treatments used: 1, treatments left: 0. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The instruction for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device, return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This product/fiber was returned to the manufacturer without any report of performance issues, adverse patient effects. Analysis of the returned fiber identified a broken fiber.